Event description:
The patient reportedly experienced tinnitus and sound quality issue with his device. Programming adjustment was made. However, the problem was not resolved. Surgery to explant the patient's device will be scheduled.